Event description:
It was reported that prior to surgery the attachment device "ran hot." There were no delays to the planned surgical procedure as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  The reported condition was duplicated and confirmed.  The assignable root cause was determined to be normal wear over time.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.